Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error displaying open book image alarm. Customer stated no other pump error alarm displayed before open book image alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify the critical pump error (open book image) alarm due to display anomaly. The pump was cut open to perform a visual inspection. Corrosion was found on the electronic assembly (pcba 1 and pcba 2). A test pcba 1 was swapped out, cleaned pcba 2 with isopropyl alcohol, and the pump powered up with a critical pump error (open book image) alarm. Successfully downloaded the trace and history files using crest and thus. Blank flashing display, continuous beeping alarm, and critical pump error (open book image) alarm are confirmed due moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, end cap address label faded, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank flashing display, continuous beeping alarm, and critical pump error (open book image) alarm are confirmed due moisture damage on the electronic assembly (pcba 1 and pcba 2). Successfully download the pump history and trace files after swapping a test pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.